Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no product will be returned.

Event description:
It was reported that the following issue was observed on the device: "clamp sticking and staying open." Additional notes provided by the facility¿s clinical engineering support services include: "the barrel clamp was not sticking open when I got it, but it was taking the unit longer than normal to read it as closed. I opened the unit and discovered that it was because the barrel clamp sensor was almost completely off of the barrel clamp. I reseated it, and it is reading faster now.the split-nut was sticking and closing slowly, but I cleaned off the split-nut and it is closing again. I also had to clean off the main shaft of the unit. It had some kind of build up on it that was making it hard to move up and down.I recalibrated the unit, and ran it through all of its pm tests, with no other issues." Reported problem cause description: "calibration - adjustment." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿